Manufacturer narrative:
Additional information provided in the section d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe (lp) was returned for testing on this investigation. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. The lp was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was connected to a calibrated next generation therapeutic laser (ngtl) module and was successfully recognized. A fit check was performed with a 27ga trocar and the mslp was unable to be inserted without resistance. Microscopic evaluation found excess adhesive accumulated around the distal end of the tip. However, how or when the excess adhesive was deposited on the tip remains inconclusive. The root cause of the reported event is attributed to excess adhesive at the tip. However, how or when the excess adhesive was deposited on the tip remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an opthalmic laser probe would not be inserted into trocar during the surgery. The details of the surgery and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).